Event description:
It was reported that, during the posterior instrumentation surgery, during screwing process, screw locking part was broken. Surgery was completed with a spare instrument that is present in the kit. There is no adverse event nor delay in surgery.

Manufacturer narrative:
Method: device history review and visual inspection.results: no manufacturing issues were discovered. Visual inspection indicated the whole device was not available for evaluation as the only returned component was the securing mechanism. Upon visual inspection and comparison to a fully functional device, the inner locking clip was confirmed to be broken.conclusion: a plausible root cause may be extensive use of the device; however, this cannot be verified as the full device was not received for an evaluation.

Event description:
It was reported that, during the posterior instrumentation surgery, during screwing process, screw locking part was broken. Surgery was completed with a spare instrument that is present in the kit. There is no adverse event nor delay in surgery.